Manufacturer narrative:
(B)(4). Evaluation: a review of the complaint history, documentation, instructions for use (IFU), quality control (qc), specifications and a visual inspection of the returned device was conducted for the purpose of this investigation. One pta5 balloon catheter was returned through a competitor's introducer. The balloon catheter was present in its entirety and as not separated. The proximal portion of the balloon indicated that a circumferential burst occurred. Due to the extensive damages, the distal end of the balloon did not indicate whether a linear burst occurred first, leading to the circumferential tear, or if a circumferential burst occurred first. Both marker bands were present on the sheath underneath the balloon, but were no longer at their original locations as the sheath had stretched. The remainder of the balloon catheter appeared undamaged, but the area under the introducer was not inspected as to not disrupt the introducer. The introducer (which is not a cook device) appeared to have a damaged tip. The tip appeared kinked and had a small tear. The french size was not labeled on the introducer. The balloon is inspected per qc, to 100% check balloon surface for any defects, inspect proximal and distal balloon bonds for integrity and correct length, dry leak test (low pressure check), and verify the catheter is smooth, clean, and free of damage. Each device is shipped with IFU, which states the appropriate uses, contraindications, warnings and precautions, and proper usage procedures including proper inflation and deflation procedures. The IFU states: "do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures. Do not use a power injector for balloon inflation or injection of contrast medium as rupture may occur." The IFU also states, if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. There was no evidence to suggest the device was not manufactured to specifications. The complaint form stated that the balloon burst circumferentially and horizontally. The initial direction of the burst cannot be confirmed as the damages on the distal end of the balloon were too extensive to determine if a linear burst occurred first. Regardless, the balloon did burst or tear circumferentially during this case. Balloons are designed to rupture linearly, but may burst or tear circumferentially due to angulation or calcification. Calcifications can have unexpected sharp protrusions which can damage the balloon and contribute to burst or tear. The extent of the patients plaque was not reported, but could have contributed to a burst. The rated burst pressure for this device is 12 atm. The inflation pressure was not reported, but if the user exceeded this pressure, then over-inflation could have contributed to the rupture. After balloon rupture, balloon rewrap becomes difficult as the balloon cannot be properly deflated. This would make withdrawal through a sheath difficult as it would have increased resistance which could lead to separation. Additionally, a circumferential burst or tear makes rewrap even more difficult and increases the likelihood of the distal portion of the balloon becoming caught on something, such as the tip of a sheath/introducer. We have notified appropriate personnel and will continue to monitor for similar complaints.

Event description:
During a common iliac angioplasty procedure on a (B)(6) female patient with preexisting condition of atherosclerosis plaque, the balloon was hand-inflated in the kissing technique with a 7mm balloon. The balloon ruptured circumferentially. An attempt was made to remove the ruptured balloon through a 6fr sheath; however, it became jammed. An angiogram of the pelvis was performed and a 8fr size sheath was used in order to remove balloon. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a common iliac angioplasty procedure on a (B)(6) female patient with preexisting condition of atherosclerosis plaque, the balloon was hand-inflated in the kissing technique with a 7mm balloon. The balloon ruptured circumferentially. An attempt was made to remove the ruptured balloon through a 6fr sheath; however, it became jammed. An angiogram of the pelvis was performed and a 8fr size sheath was used in order to remove balloon. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.